Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had no telemetry. It was further reported that the icm had reached recommended replacement time (rrt). The icm remains in use. No patient complications have been reported as a result of this event.